Event description:
Customer reportedly received the following results on the compact plus system within 11 minutes: 19 mg/dl, 67 mg/dl, and 111 mg/dl. Customer felt light-headed at the time of the readings. Customer ate a candy bar and peanut butter. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.